Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip was used during procedure performed on (B)(6) 2024. During the procedure, it was reported that clip would not be release. There were no patient complications reported as a result of this event.